Event description:
Customer received a reading of 253 mg/dl and was dosed with 4 units of humalin at noon. They began to exhibit symptoms of hypoglycemia with incoherence, confusion, and foaming at the mouth for approximately 45 minutes. Paramedics were called and received a reading of 23 mg/dl with an unknown brand device. Paramedics provided intravenous dextrose treatment with a heavy concentration of glucose. Customer was transported to the hosp and received a reading of 18 mg/dl with an unknown brand device. Testing was conducted on the fingers. Customer is bedridden and had a urinary tract infection during the event.